Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that during the pacemaker replacement procedure, this right atrial (ra) lead broke off in two pieces, as a result, the part that remains in the patient was surgically abandoned. This ra lead was successfully replaced. Other than the procedure, no additional adverse patient effects were reported.